Manufacturer narrative:
Summary of event: as reported, during a procedure involving placement of an iliac branch device to treat an aneurysm within the common iliac artery, the hub of a flexor high-flex ansel guiding sheath separated upon removal of the device. Access was obtained in the left femoral artery. The access site was not scarred, and the anatomy was not stenosed or tortuous; however, the anatomy was reportedly slightly calcified. The bifurcation was not steep or calcified. Cook 0.035-inch wire guides and another manufacturer¿s 0.035-inch wire were used through the sheath during the procedure. Upon attempted removal of the sheath with another manufacturer¿s 0.035-inch wire, through another manufacturer¿s 20-french sheath, the sheath was difficult to remove, ¿as if it was trapped.¿ per the reporter, significant force was needed to remove the sheath, and the hub separated. The hub was not used to pull the device from the patient. Reportedly, the dilator was reinserted prior to sheath removal. The sheath was manually removed from the patient after the hub separated. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with another manufacturer¿s device inside of the sheath. The flare had pulled free from the sheath, with no sheath material remaining in the hub. The tip was out of round and heavy biomatter was noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." The IFU also states "all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device and customer supplied photos suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Per the reporter, the anatomy was slightly calcified, and the bifurcation was not steep or calcified. The user also reportedly reinserted the dilator prior to removal and did not use the hub to remove the device, per the IFU warnings. The user reportedly felt that the sheath was somehow ¿trapped¿ and had to use significant force to remove the device. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
A5: ¿british¿ e1: postal = (B)(6) phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving placement of an iliac branch device to treat an aneurysm within the common iliac artery, the hub of a flexor high-flex ansel guiding sheath separated upon removal of the device. Access was obtained in the left femoral artery. The access site was not scarred, and the anatomy was not stenosed or tortuous; however, the anatomy was reportedly slightly calcified. The bifurcation was not steep or calcified. Cook 0.035-inch wire guides and another manufacturer¿s 0.035-inch wire were used through the sheath during the procedure. Upon attempted removal of the sheath with another manufacturer¿s 0.035-inch wire, through another manufacturer¿s 20-french sheath, the sheath was difficult to remove, ¿as if it was trapped.¿ per the reporter, significant force was needed to remove the sheath, and the hub separated. The hub was not used to pull the device from the patient. Reportedly, the dilator was reinserted prior to sheath removal. The sheath was manually removed from the patient after the hub separated. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.